Manufacturer narrative:
(B)(4). Catalog number 062943-001 is the international list number which meets the requirements of the similar product listed in the report which is the us list number. The device involved in the event was returned. A follow up report will be submitted upon completion of the device evaluation or if any additional relevant information is received.

Event description:
A patient in (B)(6) experienced high pressure alarm of the pump. The percutaneous endoscopic gastro jejunostomy (pegj) tube was rinsed and the jejunal (j) tube was pulled with difficulty. On (B)(6) 2016, the x ray showed two knots on the j tube and the j tube was replaced.

Manufacturer narrative:
Reference record (B)(4). A batch record review was performed for the lot number provided, and no non-conformances or deviations were identified. The batch record review did not identify any probable or root causes that would contribute to the patient¿s condition. One used tubing was received for evaluation. There was a knot in the tube therefore the sample investigation verify the complaint condition. Potential causes of tube knotting during use of the j tube are twisting of the tube by patient or health care provider and reinsertion of the tube by patient or health care provider after dislocation. The IFU indicates ¿do not rotate the abbvie j tube as kinking or knotting may occur¿ if any further relevant information is identified or obtained, a supplemental medwatch will be filed.